Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and to capture the additional intervention performed to treat the patient with antibiotics intravenously.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. A revision was performed to explant the whole system however, both the right atrial (ra) lead and right ventricular (rv) lead were fractured during the extraction procedure. The device and left ventricular (lv) lead were successfully explanted while the right atrial (ra) lead and right ventricular (rv) lead were partially abandoned. The patient was treated with intravenous antibiotics. Additional information was received from the field indicating that the partially retained lead was successfully explanted during patient's coronary artery bypass graft (CABG) procedure. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4) captures the reportable event of surgery and to capture the additional intervention performed to treat the patient with antibiotics intravenously.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. A revision was performed to explant the whole system however, this rv lead was fractured during the extraction procedure. The lead was partially abandoned. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.